Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed oozing, tender blisters on his back under the right therapy pad. The patient put bandages on the blisters, which he stated was annoying and did not seem to help. The patient's daughter, who is a nurse, advised the patient to use an (B)(6) cream. The patient's blisters had improved with the use of the cream.